Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a low anterior resection, when the device was articulated in the pelvis and it was attempted to fire, the handle cracked and the device would not fire. A new handle and reload were used. The device was used in the patient. There was patient involvement. There was no patient injury / hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.